Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "upon blocker insertion, the tulip head splayed and would not accept the blocker. Tried 2 separate blockers and same result."